Event description:
During the operation, when the doctor implanted the screw, it was broken at the head of the screw.

Manufacturer narrative:
(B) (4). The device has been returned to the MFR and is currently under eval.